Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial blank display. The customer¿s blood glucose was 148 mg/dl. Troubleshooting was done for partial display. Customer said she can not reload the insulin pump because, screen settings were grayed. Customer said there were no previous alerts or alarms. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.